Manufacturer narrative:
(B)(4). Investigation summary :no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle litigation record received. Litigation record alleges that the patient suffered substantial injuries and damage, corrosion and friction wear, amounts of toxic cobalt-chromium metal debris, pain and difficulty in and around his implants. It was also reported that there was limited mobility and discomfort. It was also indicated that the blood work confirmed that his blood and plasma had elevated chromium and cobalt levels. Doi: (B)(6) 2010; dor: (B)(6) 2016; right hip (pinnacle).